Event description:
It was reported that after the iab was inserted in the pt, the spring wire guide could not be removed from the central lumen. As a result of this, the entire assembly was removed. There were no pt complications.